Event description:
It was reported that 14 days after a transcarotid artery revascularization (tcar) procedure, the patient experienced visual disturbances. Imaging revealed a new narrowing near the distal portion of the stent, and the stent remained patent. The patient was dapt compliant and a p2y12 test revealed the patient was therapeutic. Follow up imaging revealed a dissection in the distal portion of the stented area believed to be caused by the enroute 014 guidewire, and thrombus was observed in the dissected area. The patient has returned to baseline. An additional stent was placed to reline the area of dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation is completed.

Event description:
It was reported that 14 days after a transcarotid artery revascularization (tcar) procedure, the patient experienced visual disturbances. Imaging revealed a new narrowing near the distal portion of the stent, and the stent remained patent. The patient was dapt compliant and a (B)(4) test revealed the patient was therapeutic. Follow up imaging revealed a dissection in the distal portion of the stented area believed to be caused by the enroute 014 guidewire, and thrombus was observed in the dissected area. The patient has returned to baseline. An additional stent was placed to reline the area of dissection.